Event description:
It was reported that a smiths medical pump alarmed no disposable pump wont run alarm. Tubing clamped, settings reviewed, pump turned off and cassette removed. No air is present in tubing. Tubing massaged and cassette attached. Pump alarm returns upon restart. Process repeated and alarm persists. Patient not affected. Rv: 60.8, rate: 2.5, given: 54.2 no further information available.